Manufacturer narrative:
Corrected: d1, d4 (serial). Major bleed/ asae: the cause of the bleed was most likely use issue related since the perclose failed and the wire was not placed in reaccess port.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 62-year-old male patient presented with an acute myocardial infarction and cardiogenic shock and underwent placement of an impella cp mechanical circulatory support device. On (B)(6) 2025, the patient was scheduled for an upgrade to impella 5.5. During removal of the impella cp device, the physician elected not to place a guidewire through the re-access port. The perclose vascular closure device subsequently failed, and the physician performed a surgical cutdown to repair the affected artery. This event will be coded as a major bleeding complication requiring surgical intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.